Event description:
Alleged the head hi/low function is slowly drifting down. A pt was in the bed but was not injured.

Manufacturer narrative:
The technician has isolated the issue to the head hi/low cylinder but has not replaced it.